Manufacturer narrative:
Additional information was received that fluoroscopic imaging performed approximately three months later revealed that the ra and right ventricular (rv) leads had fractured due to subclavian crush. An invasive procedure was performed. The leads were surgically capped and abandoned and new leads were implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this pacemaker and right atrial (ra) lead exhibited loss of capture (loc), high out of range pacing impedance measurements in bipolar configuration and noise. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches. Review of device memory revealed that the out of range pacing impedance measurements began approximately three months post implant. Acceptable pacing impedance measurements were observed when the ra lead was programmed to unipolar configuration. Boston scientific technical services (ts) discussed the possibility of a setscrew connection issue on the ra lead and the option of performing a revision procedure. No adverse patient effects were reported.